Manufacturer narrative:
Evaluation summary: stylette was returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st and 22nd distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip, with tip appearing uneven. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the distal rca. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that the 0.014" non-mdt wire crossed the lesion but the stent device failed to cross the lesion. The physician has commented that the event was due to the use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported. The device was returned for evaluation. On review stent deformation was noted.